Event description:
During in-house eval, the rotator was found detached from the tubing. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One received sample showed that the rotator was detached from the tubing. The rotator was not received with the sample. Visual inspection shows that solvent had been applied. The outer diameter of the tubing was undersize, which could prevent proper bonding. Smiths was able to confirm the issue and determine the possible cause. The tubing supplier has been notified of the undersize tubing and corrective actions have been put in place. Smiths has increased sampling size for both dimensional inspection of the raw tubing and pull testing of the solvent bonds after assembly. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report. Smiths recognizes that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date, the info was received was 11/23/07. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.